Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain and chronic low back pain. It was reported that the patient had significant weight loss and bedridden for a period of time in nursing home. Pt system is exposed, eroded and infected, they had a complete device removal on the day of the report. Whole system not in use as it was at end of service (eos). The issue was resolved at the time of the report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.